Manufacturer narrative:
A review of the device history records (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo midline product family and the failure mode "guidewire fractured. " no adverse trend was identified. The guidewire from the reported event was returned in two pieces. It was forwarded along with a scar (supplier corrective action request) form to angiodynamics' supplier, (B)(4) for a DHR review of the supplier lot, root cause and corrective action (if applicable). As per the investigation conducted by (B)(4), the failure was detected on the grinded area of the wire, which is the distal section of the device. There is a 100% visual inspection of the batches manufactured. Additionally, there is a good grind profile test that has to be performed every 15 minutes along the manufacturing shift., in which it is determine that the units are within specification. Test results were reviewed on the router, tensile strength test results are all within specification. Based on those results, the unit was found within the drawing specification. (B)(4) has no corrective action specific to the returned device. (B)(4) performed a DHR review of the reported lot and found no indication of a manufacturing defect that could have impacted the reported event. Thus, the exact root cause of the guidewire fracture was unable to be determined. The directions for use for the midline catheter include instructions for guidewire hydration, placement and removal. (B)(4).

Manufacturer narrative:
As the reported guidewire is a purchased device for angiodynamics, the supplier, heraeus medical has been sent notification of this event via a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported, during placement of bioflo midline catheter, the guidewire became separated and required the patient to have a cut-down in ir to remove the wire.